Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was in a critical override state. A technical support specialist verified that no patients were found and there was no response from the customer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system's emergency department nurses were not able to pull the required medications for patients, even if the patients arrived with orders. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system's emergency department nurses were not able to pull the required medications for patients, even if the patients arrived with orders. No other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrected and/or additional information is included in the following sections: a1, b5, b11,b14, d1, d5, d3, h10. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-sep-2022 to 23- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in a critical override state. A technical support specialist verified that no patients were found and there was no response from the customer. The system functioned as intended after the technical support specialist assessed the device.